Manufacturer narrative:
The device has not been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this pacemaker exhibited fluctuating thresholds and the patient had a twiddler's syndrome. The device was explanted and a new device was implanted a little deeper to avoid future twiddling. No additional adverse patient effects were reported.